Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur packaging was not opening correctly, leading to the contamination of sterile gloves. It was also reported that there were no adverse consequences, no medical intervention and a clinically insignificant delay as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Correction: d4 catalog #. Additional information: upon further investigation it was determined that the event is not likely to cause or contribute to a serious injury and is not a reportable event.

Event description:
No new information.